Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level of hi and 33 mmol/l with ketones of 1.8%. Caller stated patient changed the infusion set and noticed that a part of the soft cannula was missing; caller stated no fragments remained in the patient's body. Caller reported patient was taken to the hospital and treated with correction via the insulin pump. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.